Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. The patient came in for a follow up computed tomography (CT) which showed a potential type 3b endoleak and a potential type 1b endoleak. The physician elected to reline the graft by implanting an additional bifurcated stent, a suprarenal aortic extension and an ovation extender to extend the seal zone in the iliac. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 1b endoleak and a type 3b endoleak of the main body at the aortic bifurcation. Additionally there was evidence to reasonably support the following observations; at 9 month post implant a type 1b endoleak of the left common iliac artery, a type 2 endoleak, and at 50 months post initial procedure a type 1a endoleak and an increase in aortic neck diameter. The clinical assessment was based on no medical records and suboptimal patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; patient anatomy, untreated endoleak at 9 months post initial procedure, and multiple patent lumbar arteries.